Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to a blood glucose (bg) level displayed as "high"; however, a specific value was not provided. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. No additional patient or event information was provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.